Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and lot number was not reported, and the device was not returned. A conclusive cause for the reported obstruction/ occlusion, and the relationship to the product, if any, cannot be determined. The treatment appears to be related to the operational context of the procedure. The reported patient effect of occlusion is listed in the xpert pro peripheral self-expanding stent system instructions for use as a vessel use possible complication. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D6: the date of implant is estimated. B3 correction: date of event corrected to 03/04/2025. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that the procedure performed was to treat a femoro-popliteal junction. A previously implanted unknown xpert pro stent diameter 4 was redilated; however, an anterior occlusion occurred. Pre-dilation was performed with a 5 diameter unspecified balloon. During advancement of a 5.0x150mm absolute pro self-expanding stent (ses), the thumbwheel was noted to turn without any resistance; therefore, the absolute pro ses was unable to be deployed. A new unspecified stent was used to complete the procedure. There was no adverse patient sequela and no clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: the UDI number is not known as the part and lot number were not provided. D6a: implant date estimated.